Event description:
It was reported that the insulin pump alarmed a compromised sensor error and that insulin was "squirting" out during the manual prime process. It was also stated that the numbers did not appear on the screen. The blood glucose reading was 181 mg/dl. Advised discontinuation of the insulin pump and to start with mdi. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The motor error alarm occurred during basic occlusion due to loose/protruded drive support disk. No further testing possible to due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).